Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door malfunctioned. A field service engineer replaced latch and tower door controller. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had door failure. The customer reported that the nurses experienced delays in obtaining medication as a result of the failures. There were no adverse events or injuries reported based on this event.